Event description:
Customer stated, "the pad is not working, the light comes on but there is no heat . She noticed an exposed wire by the control/switch." The product was returned for investigation. An investigation was done to look into the customers complaint. The pad had a cut on the cord near the strain relief. These are the exposed wires that the customer observed. The user was wrapping the cord under the switch while in use. This created stress on the cord and caused it to break. Additionally, the investigator observed that the pad was bunched, this is observed when the pad is folded/ laid on during use. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.